Event description:
Arjo became aware of an incorrectly inflated mattress that was described by the customer as ¿inflated like a ball¿. There was no indication of patient involvement, and no injury was sustained.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
Due to the allegation of an incorrectly inflated mattress described as ¿inflated like a ball,¿ the issue is presumed to be related to overinflation caused by a faulty mattress base (automatt). The cause of the automatt over-inflation is incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The membrane of the grommet was punctured. When the grommet membrane is punctured and load is applied on the mattress, air will escape through the punctured membrane, reducing the risk of the automatt over-inflating and the patient's falling. In the complaint at hand, the load was not applied to the mattress (there was no patient involved). This is in line with the instruction for use for nimbus 4 and nimbus professional (649933en): "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." Based on the available information, a malfunction of the automatt system appears to be the most probable cause of the reported overinflation. The nimbus professional mattress did not meet its specifications due to the reported incorrect inflation. No patient was involved when the reported issue occurred. No injury was sustained. The complaint was assessed as reportable due to the description that the mattress inflated into a ball, which may suggest mattress base overinflation.